Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 186 mg/dl and 450 mg/dl. No adverse event reported. Requested return of the alleged device for evaluation.